Event description:
It was reported that the packaging seal was breached causing the surgeon to downsize to a different size implant. This extended surgery time between 30 and 60 minutes.

Manufacturer narrative:
The affected product was returned and evaluated. Inspection of the returned packaging materials confirms the complaint. Inspection of the holes show that the damage occurred from the outside towards the product, due to the way the holes are creased in the tyvek lidding and carton. Based on the returned packaging; this complaint is most likely caused by rough handling (abnormal drop, shock, impact, excessive vibration, etc.) During the distribution of this product. A review of complaint history revealed no other complaints for this device/ batch number.